Event description:
Patient undergoing atrial-septal defect repair. A 6 french standard sheath was placed in the right femoral vein. Then the intracardiac echocardiography (ice) catheter was advanced to the right atrium and under guidance from ice, a multipurpose catheter was utilized to go across the asd over a rozen wire. After this the balloon sizing amplatzer balloon was utilized. This showed the asd to be roughly 27 mm. After this, the amplatzer device was advanced and during deployment there was embolization into the pulmonary artery. After this, multiple attempts were made at device extraction using multiple catheters. The jr-4 guide, the multipurpose guide, a left internal mammary artery guide, were the catheters that were utilized. Using multiple steering devices such as the 6 french and snare 7 french, an rv biopsy forceps and vascular retrieval forceps and other devices from endoscopy the device was pulled back into the common illiac. After this, the 9 french sheath was exchanged for a 14 french sheath and further attempts made, however, the device could not be retrieved and vascular surgery was contacted for surgical removal of the device from the right common iliac vein.